Event description:
The customer states that the cell-dyn 1800 analyzer generated a low hemoglobin result of 6.9 g/dl for one pt in 12/2006. The pt then rec'd a transfusion of 2 units of packed cells based on the low result. A post-transfusion, hemoglobin of 11.9 g/dl was obtained next day. Qc was within range on both days. This pt typically has a hemoglobin around 8.0 g/dl. A physician questioned the pre-transfusion result after the post-transfusion hemoglobin result was processed. No further impact to pt management was reported.

Manufacturer narrative:
Investigation summary:in 12/2006, a pt specimen generated a hemoglobin (hgb) result of 6.9 g/dl using a cell-dyn 1800 analyzer and was reported out of the lab. The physician did not question the low results as the pt normally runs a hemoglobin level of about 8.0 g/dl. The pt was transfused with 2 units of packed cells next day and post transfusion testing recovered a hgb of 11.9 g/dl. The physician then questioned the original report. The original sample could not be rerun or checked for clots as the sample was unlabeled and could not be identified among the other samples. The account also stated tubes are not labeled as tubes are processed through the analyzer after procurement and then placed in a box with other unlabeled tubes. The customer ran precision testing in 12/2006 to verify instrument performance and all parameters were within range. Controls were within range on 12/6 and 12/7. The customer stated a possibility exists that short sampling may have occurred or a clot was aspirated since repeat testing of original sample was not performed. The issue was resolved by customer interaction/instruction/training. The customer has instituted a critical range policy requiring operators to repeat pt samples if results outside critical range. All samples are to be labeled upon procurement. All operators were given in-service training on proper handling of samples on cell-dyn 1800 operation to ensure complete aspiration occurs before the sample is removed. The cell-dyn system 1800 operator's manual, 07h80-01, rev d, page 3-25/26 recommends that in the presence of data alerts, the operator should follow the review criteria of the laboratory which may include review of a stained smear to verify and to chek for possible abnormalities. The instructions for low hgb results, page 10-41 for spuriously low hgb, mch, or mchc results to check specimens for clots and rerun. Trending analysis: a review of complaint reports for the months of june 2006 through november 2006 did not indicate an adverse trend for cell-dyn 1800, list 07h77-01, for the issue of descrepant results on hgb. Labeling: the event is addressed in the cell-dyn 1800 system operator's manual, 07h80-01, rev d section 3 principles of operation p. 3-25/26; section 10 troubleshooting and diagnositics, p. 10-41. This is the final report. End of report.